Event description:
When attempting to flush all 3 lumens of bd maxzero tri-fuse extension (ref mz9313), one lumen completely occluded and will not flush. Attempted multiple new sets, all had one lumen occluded and unable to flush. All from same lot #24129130. Manufacturer response for set, administration, intravascular, maxzero (per site reporter). They have requested we ship the product to them for testing. Awaiting a shipping label from manufacturer. Will then ship product back.